Event description:
New information received notes programming changes were made. There were no changes in patient condition or consequences.

Event description:
It was reported that post sensed t wave oversensing (pstwos) was observed on the implantable cardioverter defibrillator (ICD). No re-occurrence was observed following the initial observation. The patient was being monitored remotely. There were no concerns or patient consequences.